Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer reported a crack on top of the battery compartment. While changing the battery, the customer had to glue a piece back with monkey glue. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was properly connected to the glucose sensor simulator. No sensor errors were noted. The pump was received with broken battery tube threads, a cracked reservoir tube and minor scratches on the lcd window. The pump was received with a corroded battery tube.